Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system single port there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Received a 22ga nexiva extension assembly with no packaging material. The needle assembly was not returned for evaluation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage at adapter tubing junction with lot #8114895 regarding (B)(4). DHR review shows the lot was built and packaged on nfa line 2 from (B)(6) 2018 through (B)(6) 2018 for the quantity of 436,810ea. 1 non-related (B)(4) (running under mfg. Risk-pkg vision system down) was initiated and disposition, root cause and corrective action were applied per quality control plan. All other required challenge, set-up and in process samples were performed and all passed per specifications. Eura (end user risk analysis) review has identified minor leakage due to damaged tubing as an end user effect with limited severity of s2. The effect of minor leakage is acceptable with occasional occurrence o3 (=100 ipm). With limited severity and occasional occurrence, the risk to the end user is acceptable. Visual/microscopic evaluation showed the unit revealed traces of patient residue throughout its components. Observed a cut on the extension tubing at the connection of the extension set with that single port adapter. The cut displayed jagged edges which is an indication that the tubing was torn or pulled away from the adapter possibly through manipulation by the patient and/or clinician. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system single port there was an issue with leakage. There was no report of injury or medical intervention.